Event description:
The event is reported as: the circuit to the pt was disconnected. No pt injury reported.

Manufacturer narrative:
The device sample was not received at the time of this report. The results of the investigation are not available at the time of this report.